Event description:
It was reported that the device was explanted after an implant duration of approximately 0.07 months, due to unknown reasons. Through follow-up with the health-care provider additional information regarding the patient's history was provided. Unfortunately, no details regarding the reported event were learned. A copy of the operative report was requested, but has not been received.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the cause of death was sepsis and pneumonia. However, it was learned that the event was not device related. The device has been disassociated from the event by the health-care provider, therefore, this event has been determined to be no longer a reportable event.

Event description:
The home patient reported a reload set 160 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The cassette was discarded and replaced with a new cassette. Therapy restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.